Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A loose connection is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a loose conneciton. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis therapy. During troubleshooting, it was found that there was a loose connection to a supply bag. The technical service representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.